Manufacturer narrative:
The investigation was unable to find a definitive root cause. The analyzer alarm trace, calibration, and qc data did not indicate any issues with the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ft4 assay result for one patient sample. The initial result was 39.25 pmol/l and the repeat result was 13.06 pmol/l. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 288197. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative changed the reagent probe and adjusted the position of the reagent and sample probes. He checked the liquid level detection (lld) and performed an adjustment of the pressure sensor which was acceptable. The customer ran qc which was acceptable.